Event description:
It was observed that during the device evaluation, the distal end was missing adhesive on the forceps cover, and deep scratches, chipped, cut on the pink rubber. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the probable causes of the reported issues are due to problems caused by the cut, tear, or fracture of a component, and problems caused by inadequate/broken seal within the device. The most probable cause is traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.